Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when the medical staff tried to connect the ventilator to a patient, the ventilator started to show self test failed, fan failure, technical event 233001, 233003, 233004, 233006. No patient harm.